Event description:
Pt was undergoing an ICD generator change, upon removing the generator, the surgeon discovered that the top part of the generator where the leads attach, was loose/broken. The surgeon felt that this probably occurred during extraction with tension placed on the device and through the body of the device while the header remained tethered by the leads. Pacing remained uninterrupted throughout.